Manufacturer narrative:
(B)(4). Last report was sent in error and will be re-sent under manufacturing report number (B)(4).

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number (B)(6) - 3002806535.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under cmp-(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left partial knee arthroplasty. Subsequently, patient is experiencing extreme pain and constant swelling. Within two months of the procedure, the patient had received two rounds of oral antibiotics due to inflamed nerve endings and was in extreme pain with high fever.